Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charging pad stopped functioning, evidenced by the pad¿s indicator light not turning on and suboptimal charging performance that led the user to rely on an alternate apple charging pad. No adverse clinical effects reported. Outcomes included no change in clinical status and no need for medical attention. Investigation included a review of the reported charging failure and confirmation that a replacement charging accessory was shipped. Investigation of this case revealed a malfunction of the charging accessory consistent with a failed power/charging component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging accessory.